Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they missed their appointment due to a family tragedy. The next appointment they could get was ¿(B)(6),¿ and it was stated that their implant hasn¿t worked since (B)(6) 2018. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the first appointment the patient could get to have their device checked was u pcoming on (B)(6)2018. The patient's device stilled showed an error, so the patient was without therapy since mid-october. The patient did replace the programmer batteries but no action had been taken yet regarding the implant, no symptoms were reported and no fu rther complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient saw a por (power on reset message). When asked whether patient had any recent medical procedures or emi environmental exposure patient replied that they had a head scan MRI of the pituitary gland a couple of months ago. The patient changed the (B)(6) batteries in their programmer thinking this would resolve the issue, but it did not. Patient was directed to their physician to have the device checked. No symptoms were reported and no further complications were reported or are anticipated.

Manufacturer narrative:
There was no adverse event, only device issue. If information is provided in the future, a supplemental report will be issued.